Manufacturer narrative:
Received 1 used small arcticgel pad kit with the inner and outer packaging. The reported event was confirmed as a manufacturing related issue. During visual evaluation the pads were reviewed and found to have the trim pattern incorrectly performed for the left thigh pad causing that there is no peripheral sealing in the internal section of the pad, it is a manufacturing defect, the plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foams were found free of damage, tear or perforation, the seal between manifold connector and pads were found completed sealed, the connector were verify that they were correctly assembled, the pads sealing pattern was without any damage. The pads were submitted to the flow rate test under (B)(4) with the arctic sun machine model 2000 the pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: * right chest pad: a total of 5.09 l/min m2 of flow rate were registered during the test. * left chest pad: a total of 5.25 l/min m2 of flow rate were registered during the test. * right thigh pad: a total of 5.24 l/min m2 of flow rate were registered during the test. *left thigh pad: the flow rate never was stabilized due the incorrect trim pattern. According (B)(4) the flow rate for the left thigh pad never was stabilized due the incorrect trim pattern, the other pads was the flow rate was accepted. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that one of thigh pads appeared to be clogged. The other three pads were working fine; however, the water flow rapidly decreased to zero. All of the pads were substituted for other pads in stock, and therapy was continued and completed. The issue was confirmed right after therapy was initiated; therefore, it was assumed that the initial failure was the pads. It was noted that these pads were re-used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that one of thigh pads looked clogged. The other three pads were working fine; however, the water flow rapidly decreased to zero. All of the pads were substituted for other pads in stock, and therapy was continued and finished. The issue was confirmed right after they started the therapy, so it was assumed that the initial failure was the pads. It was noted that these pads were re-used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that one of thigh pads looked clogged. The other three pads were working fine; however, the water flow rapidly decreased to zero. All of the pads were substituted for other pads in stock, and therapy was continued and finished. The issue was confirmed right after they started the therapy, so it was assumed that the initial failure was the pads.